Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's blood glucose level had gone as low as 33mg/dl. The customer's most current level was 138mg/dl. The customer states they treated low with cookies and crackers. The customer states they were running a temp basal and the pump would not allow her to bolus. The customer was advised of active insulin time. No further assistance was provided at this time.